Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was referred to the electrophysiologist due to high capture threshold and high lead impedance found on the right ventricular and atrial leads. The physician suspected there were lead fractures. The patient was in stable condition. No further incident was reported. Related manufacturer reference number: 2017865-2019-16644.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The reported events of lead fracture, high capture threshold, and high lead impedance were not confirmed. The damages found were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Event description:
New information received stated that the patient was in stable condition during and post procedure. The patient was discharged from the hospital the following day.